Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On an unreported date, the patient began remedial therapy with fortum (500 gm, stat, route not reported) and a fourteen day "maintenance course" of cefazoline (250 mg, frequency and route not reported). The cause of the peritonitis was unknown. It was not reported if dianeal pd2 ultrabag therapy was ongoing. At the time of this report, the outcome for the event of peritonitis was resolving. The consumer considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy.